Manufacturer narrative:
Pump received with missing segments due to cracked lcd zebra connector. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, restart error test and off no power test due to missing segments. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip

Event description:
The customer reported via phone call that the insulin pump display screen is unreadable and there are lines within the lcd screen. The customer's blood glucose reading was 106 mg/dl at the time of incident. Troubleshooting found that the display did not return before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.